Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The door microswitch was untightened. The microswitch was adjusted and invalidate home was performed. The system was functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system received a message door open and no blue light for tube. The microswitch was adjusted and invalidate home was performed. The system was functional. No patient was present at the time of the event.